Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: thirteen unopened racepacks. (B)(4). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. Actions on distributed product of this reference/batch: replace the code/batch to the end customer or refund. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: (B)(6). The needle is detached from the thread / needle detachment.